Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider and a manufacturer representative in regards to a patient who was being treated with compounded baclofen 4000 mcg/ml (3325 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The start date of therapy was (B)(6) 2013 and the end date was noted as (B)(6) 2015. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. Other medications (oral, etc.) That the patient was taking at the time of the event were tizanidine and clonidine. The patient's pertinent medical history included anoxic brain injury and suicide attempt. The patient went into intrathecal baclofen (itb) withdrawal on (B)(6) 2015 and was admitted to the hospital on (B)(6) 2015. A motor stall was seen at the initial interrogation on the event logs. It was unknown if the patient recently had magnetic resonance imaging (MRI). There was an active motor stall and a motor stall and recovery with stopped pump period may exceed tube set message. The first motor stall occurred on (B)(6) 2015 with the recovery on (B)(6) 2015. Then another stall was noted on (B)(6) 2015 with the tube set (B)(6) 2015 and no recovery to date. This was confirmed via the event logs. The patient was now stable on oral (po) baclofen. Troubleshooting performed related to the motor stalls was interrogation and reprogramming of the pump. The cause of the motor stalls was not determined. The patient was still hospitalized and the pump was replaced on (B)(6) 2015 and was in the same right lower quadrant (rlq) location. If additional information is received, a follow up report will be sent.